Event description:
It was reported that the patient with this pacemaker system reported experiencing palpitation symptoms. The health care professional (hcp) called technical services (ts) for a consult review of the stored rhythmic episodes. Upon review, far field oversensing on the atrial channel was observed on the presenting electrogram (egm). Ts provided programming optimization recommendations. At this time, this pacemaker remains in service. No adverse patient effects were reported.